Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all the users were unable to login using username and password. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all the users were unable to login using username and password. A technical support specialist observed the total database size was larger than the used database size and performed a database shrink operation remotely via remote support service (rss), which did not interrupt user workflow or require a reboot, also informed that the issue had the attention of our product support engineer, who was actively working on it based on similar prior cases, soft-consulted with technical support center, who identified the primary cause as a version mismatch between the station running version 1.6 and the server running version 1.11, along with inconsistencies in the intrusion detection system (ids) configuration preventing resolution, the confirmed resolution was to upgrade all stations to version 1.11 verified that other stations at the facility remained on version 1.6, reviewed the med application logs and did not find similar errors, reported that users could log in via biometric identifier but not with passwords, clarified that the issue typically does not occur when the station and server versions match, and after further comparison with the station, confirmed that although other stations are also on version 1.6, they do not exhibit the same issue and are able to log in successfully using biometric identifier. The system functioned as intended after the technical support specialist investigated the issue.